Manufacturer narrative:
Pump pass displacement test. Pump received with broken battery tube threads, cracked case from reservoir tube window corners, cracked reservoir tube window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery cap was not missing or damaged. Customer stated that display did not returned after insulin pump restart. Customer stated that insulin pump was neither dropped or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.